Event description:
A patient underwent follow-up surgeries that were required because of complications associated with the collapse of hardware following a l4-5 transforaminal lumbar interbody fusion surgery. Per the initial report, (B)(6) 2007 post-operative x-rays showed correct placement of the pedicle screws. A (B)(6) 2007 CT scan showed that they were out of position. The hardware was removed and replaced (B)(6) 2008. The report alleges that the set screw and rod had lifted out of the screw housing.

Manufacturer narrative:
A first intervention surgery was performed (B)(6) 2007 to re-do a posterior hemilaminectomy with microdecompression. This was followed by: (B)(6) 2007 - drain removal; (B)(6) 2007 - l4 epidural steroid injection and l5 nerve block; (B)(6) 2008 -decompression and reposition of l4-5 internal fixation; and (B)(6) 2008 - remove and replace hardware and decompression. Lanx is unable to acquire additional information at this time to further evaluate the cause of the collapsed construct. It is unknown whether the explanted device is available for analysis. If additional information becomes available, it will be submitted in a follow-up report. A conclusion for the described device problem cannot be determined.